Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the patient presented with left hemiplegia, while atrial fibrillation and atrial tachycardia were observed. It was determined the patient had suffered a cerebral infarction and was hospitalized. While hospitalized, the patient presented with ventricular fibrillation, and subsequently, a cardiac resynchronization therapy defibrillator (crt-d) was implanted. Following the implant of the crt-d, the patient suffered a second cerebral infarction and was administered an unknown treatment, and the patient's symptoms improved. Following treatment, the patient was transferred to a rehabilitation facility. Subsequently, the patient developed a covid-19 infection, and was hospitalized, presenting with a fever and hypotension. It was reported the patient then died due to covid-19. Per the physician, the atrial fibrillation and atrial tachycardia contributed to the first cerebral infarction, while ventricular fibrillation contributed to the second cerebral infarction.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. Added second paragraph. D10. H6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the patient presented with left hemiplegia, while atrial fibrillation and atrial tachycardia were observed. It was determined the patient had suffered a cerebral infarction and was hospitalized. While hospitalized, the patient presented with ventricular fibrillation, and subsequently, a cardiac resynchronization therapy defibrillator (crt-d) was implanted. Following the implant of the crt-d, the patient suffered a second cerebral infarction and was administered an unknown treatment, and the patient's symptoms improved. Following treatment, the patient was transferred to a rehabilitation facility. Subsequently, the patient developed a covid-19 infection, and was hospitalized, presenting with a fever and hypotension. It was reported the patient then died due to covid-19. Per the physician, the atrial fibrillation and atrial tachycardia contributed to the first cerebral infarction, while ventricular fibrillation contributed to the second cerebral infarction. Additional information was received that per the physician, both the valve and the delivery catheter system may have contributed to the first and second stroke.

Manufacturer narrative:
Updated data: h6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0011558721); product type: 0195-heart valves; implant date: non-implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.